Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for prophylactic fluoroscopy. Insulation abrasion was noted on the left ventricular lead. The lead remained implanted.